Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported upstream occlusion message was verified during evaluation. A review of the event history log identified upstream occlusion alarms. The cause was determined to be the upstream occlusion calibration values out of specification and the upstream sensor was failing. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion message. There was no patient involvement. No additional information is available.